Event description:
A user facility reported to olympus that the power switch could not be turned on and the standby button could not be turned off. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The user facility reported that the problem was determined to be caused by use error. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.